Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, they noticed that the water arm section of the c-ring was not connected to the c-ring. The device was not used on a patient. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, they noticed that the water arm section of the c-ring was not connected to the c-ring. The device was not used on a patient. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: corrected h-10 investigation. The device was returned to the factory for evaluation on (B)(6) 2020 . An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use was observed but no blood was observed on the cannula. The scope wash tubing was observed to be cut away from the body of the c-ring. The end of the scope wash tubing was observed to be melted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: h6 -device code changed to "break" . The device was returned to the factory for evaluation on 26jun2020 . An investigation was conducted on 29jun2020. A visual inspection was conducted. Signs of clinical use was observed but no blood was observed on the cannula. The c-ring was observed to be intact, however the scope wash tubing was observed to be cut away from the body of the c-ring. The end of the scope wash tubing was observed to be melted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hempro vh-3500, they noticed that the water arm section of the c-ring was not connected to the c-ring. The device was not used on a patient. A replacement device was used to complete the procedure. No patient involvement.